Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) could not be started during the inspection. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: (B)(6). A getinge field service engineer (fse) found that the trolley and the host were disconnected. After disassembly and adjustment, the functional parameters of the device were normal and delivered for clinical use.